Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress being applied to the bending section and the insertion section while the user was handling the device which led to a damaged charged coupled device (ccd-unit). As a result, the suggested event occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera iii bronchovideoscope, no image was displayed when the lever for the tip was moved. No error message was displayed. The issue occurred during preparation for use and the diagnostic procedure (video-assisted thorascopic surgery) was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to an intermittent/flickering image. There were few additional findings. The bending section cover adhesive was partially missing and was lifting. The bending section and insertion tube had dents. The light guide prong/mount was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.